Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected low reservoir alarm, a17 or a21 alarm noted during our testing. No unexpected no delivery alarm during our testing. The insulin pump was programmed with test glucose meter and communicated properly and recorded the 86 mg/dl value properly from glucose meter. The insulin pump was downloaded to carelink pro properly and meter data were found at the carelink report. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the customer's insulin pump alarmed with multiple unexpected restart errors and signal too low alarms. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the unexpected restart issue. The customer confirmed that a temp basal was not programmed before the alarm. The insulin pump was not stored or out-of-use for an extended period of time either, nor did the alarm occur shortly after inserting a new battery. The unexpected restart error alarm was recurring during normal insulin pump use. The insulin pump was returned for analysis.